Event description:
The customer reported that she had sensor issues. Customer state got sensor error and calibration error. Explained to customer the sensor and calibration error. Customer's blood glucose was 458 mg/dl. Customer treated high blood glucose with manual injection. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.